Event description:
The complainant reported that during preparation of performing a therapeutic pt procedure, the clinicians tested the device. During that testing a black 5 cm piece of the sleeve became loose off the catheter. Please reference medwatch report 6000122-2005-00014. The clinicians then obtained a second device, but a 5cm piece of this device also became loose during testing. Please reference medwatch report 6000122-2005-00015. The physician then obtained the device at issue in this complaint, but a 5cm piece of the sleeve also became loose. The clinicians then obtained a fourth device and successfully completed the pt procedure. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.